Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2016-02514 / 0001825034-2016-02515).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to alleged elevated metal ion levels, metallosis, pain, aseptic loosening, bone resorption and osteolysis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant medical products - ppf bonemaster femoral stem catalog#: 71-001-00306bm lot#: 2009061492.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.